Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00767. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation procedure on (B)(6) 2011. During the procedure, the balloon had fluctuating pressure and temperature and the machine stopped after four minutes, however the procedure was completed. There was no fluid deficit or hole noted in the balloon. The patient returned to the office on (B)(6) 2011 with a fever of 101 degrees f. One exam, the patient and (B)(6) uterus was slightly tender. The patient was diagnosed with an infection and prescribed doxycycline 100mg for ten days.